Manufacturer narrative:
UDI (B)(4). The device has been returned for evaluation. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated and tested for programming; the falve passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and pased. The siphon guard was removed and the valve was pressure tested; no issues found. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, a hakim valve was obstructed and was revised. The valve was implanted to the patient via lp-shunt with a setting 160mmh2o due to normal pressure hydrocephalus. It was reported that there was suspected of obstruction when it was contrasted. The ventricle expansion progressed, and the walking worsened, therefore the revision surgery was performed. No further information was provided by hospital.